Event description:
New information states lead was capped and replaced.

Event description:
It was reported that the patient presented to ER after receiving therapy. Testing showed hv lead impedance was low. Shocks were aborted due to possible output circuit damage on the ICD. Hv therapy was turned off. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.